Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the systems do not turn on and data monitor displays nothing. Upon some functional test fse found that host pc not powering on. Fse installed new host pc. After installed the new host pc, the issue got resolved, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up as the host pc did not start up. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.